Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient reported that the pump was not active and there was no medication in the pump and the pump was stopped more than a year ago. The patient stated he had been hearing a beeping sound for 2.5 years and he was not sure if there was anything in the pump that could be causing the beeping. The agent asked clarifying questions, and the patient described critical alarm sound. The patient service reviewed critical alarm information and recommended patient consult with healthcare provider office for next steps. The patient moved to (B)(6) and did not have a managing physician for the pump. The agent emailed the physician listing. The issue was not resolved.

Manufacturer narrative:
H3: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by a consumer indicating that they stopped using the pump because it was not effectively relieving their pain. The also reported keeping the pump empty, which causes it to keep beeping. The patient plans to schedule an appointment with their physician to either have the pump refilled or removed. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.